Event description:
Pt stated that the outer and inner tubing of her infusion set came apart. The pt's blood glucose did elevate in the 300's mg/dl. The pt's normal blood glucose level was not provided. The pt did not report any symptoms with her elevated blood glucose. The pt did not report assistance by a healthcare professional or second party to address the issue. The product is not being returned for evaluation as the pt was very upset and did not want to continue the phone conversation.

Manufacturer narrative:
Issue described to agency in recall. Product not returned for evaluation.